Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an urgent low glucose event with a nadir below 40 mg/dl after previously being in range, shut down the ilet believing insulin delivery continued, and later requested instructions to turn the device back on; the device reportedly alerted for low glucose, and the user treated with oral carbohydrates including a donut, mocha frappe, and ice cream, after which glucose returned to range, followed by subsequent hyperglycemia. Outcomes included no ems involvement, no ER visit, and recovery with self-treatment. Investigation included review of device data and user report, as well as troubleshooting and education regarding the ilet¿s automated insulin reduction during falling glucose. Investigation of this case revealed no device malfunction was confirmed and the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.